Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2317700 , model: sc-2317-70 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy.